Event description:
During an in-clinic follow-up, episodes of far-field p-wave oversensing were detected on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.